Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, post host conversion was completed on sunday, however, patients in pre admit status did not cross from the server to one station. Despite areas being configured and the pre admit option enabled for the eme area, patients were not syncing from the server to the station. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6)was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device of this incident, it was determined that the mismatch in device and patient unit areas. A technical support specialist (tss) dialed into the es application server and reviewed the sample patient details, noting that the patient was admitted to unit 5thfloor, which was assigned to area 5th, while the device was configured to areas eme and of.eme. The tss determined that the mismatch in device and patient unit areas prevented the patient from appearing on the device. The tss attempted to contact user via phone and left a voicemail, followed by an email notification. Upon receiving confirmation from user, the tss proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.